Event description:
The customer's husband reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. At 5:30 pm the customer received a result of 176 mg/dl on her aviva system. The patient experienced hypoglycemia and was light headed. The husband called the emt"s. The emt"s arrived at 5:45 pm and received a blood glucose result of 40 mg/dl. The emt"s treated the customer orally with a tube of glucose and a (B)(6) to drink. The customer was then transported to the hospital. The caller could not recall the customer's blood glucose result upon arrival at the hospital. The hospital treated the patient with food for low blood glucose, and also treated her for high blood pressure. The caller reported that the customer was not admitted into the hospital, and they left around 8:00 pm. Return of the suspect device was requested for evaluation.